Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. The device met specification for normal battery depletion. Analysis determined that the pauses in pacing were due to the depleted condition of the battery.

Event description:
Boston scientific received information from a clinician that this pacemaker was at elective replacement indicator (eri) and exhibited pacing inhibition during intrinsic amplitude testing. Boston scientific technical services (ts) was contacted and discussed that pacing inhibition would not be considered normal device behavior and advised to replace the pacemaker as soon as possible. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.